Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl. The customer was treated in the emergency room (ER) with 2 bags of saline and underwent various lab work/tests. After a couple of hours, the customer left the ER feeling dizzy and not feeling well. Bg was 406 mg/dl. The ER physician referred the customer to an endocrinologist. Reportedly, it was the opinion of the endocrinologist that the elevated bg was related to the pump. The contact declined tandem technical support's offer to perform a pump system check. The customer reverted to using manual injections for insulin therapy.